Event description:
It was reported by svc report that the tri-slides and the ankle strap are missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Tri-slides and ankle restraint straps.